Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The distal end was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a light guide snake pipe oredome area leak. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the tip had foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the plastic distal end (c-cover) had foreign objects. Additional non-reportable malfunctions were found during evaluation are as follows: adhesives around objective lens and light guide (lg) lens had white-clouded area, c-cover had a dent, due to wear of angle wire the bending angle in up direction did not meet the standard value, due to wear of angle wire the play of upward/downward (u/d) knob was out of the standard value, adhesive on bending section cover (a-rubber) had white-clouded area and a chip, protector of universal cord on s-connector side had a scratch, connecting tube had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.